Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on august 11, 2023. Upon further investigation of the reported event, the following information is new and/or changed: g3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information). H6 (identification of evaluation codes 4114, 3221, 4315). Type of investigation #1: 4114 - device not returned. Investigation findings: 3221 - no findings available. Investigation conclusions: 4315 - cause not established. This complaint was created with information received from a post market surveillance survey. Without a sample or product lot information being provided; a thorough investigation could not be performed, and a root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
Product breakage

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. H6: component code: 3067 - handpiece. Health effect - impact code: 4648 - insufficient information. Heatlh effect - clinical code: 4580 - insufficient information . Medical device problem code: 1069 - break. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusions: 11 - conclusion not yet available.

Event description:
It was reported to terumo cardiovascular through a customer survey that over the past year, one stable soft ii stabilizer attachment experienced breakage due to excessive flexing of the malleable zone in the shaft. It is unknown when this event occurred, whether there was a delay, whether the product was changed out, or if there was any effect on the patient or results of the surgery. Due to the unknown information for this event, it is being reported. Terumo continues to attempt to gain more information regarding this event from the user facility. *the information was taken from a survey.